Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the up arrow no longer works on his insulin pump. Customer's blood glucose level was 175 mg/dl. Customer tried to leave the battery out and input a new one but arrow still was stuck. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.